Event description:
The customer reported turbine has noise. The device was not in clinical use. No patient or user harm reported.

Manufacturer narrative:
G5:510(k)#: k102985. B4:10aug2021. The field service engineer (fse) confirmed the reported failure. The fse replaced the blower motor assembly(turbine) to resolve the turbine noise sound issue. The unit was tested, and it was returned to service.